Event description:
The electrode was flaming. Used another electrode. Additional information from the sales rep was that the sparking was inside the patient, and it was a consistent flaming. The device was discarded.

Manufacturer narrative:
The complaint device was not returned and therefore a physical evaluation cannot be performed. Based on the information provided, a root cause for the user to have experienced this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall rate for this issue, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.